Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), anxiety ("anxiety"), depression ("depression") and migraine ("migraines"). The patient was treated with surgery (total abdominal hysterectomy and salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, autoimmune disorder, anxiety, depression and migraine outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, migraine and pelvic pain to be related to essure (ess205). The reporter commented: patient needs additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.